Manufacturer narrative:
A blzr prime xp was evaluated by boston scientific. Visual inspection noted that the device does not have visual defects. A functional test was done, and results showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity test was performed, and the device is under specification. Via an electrical test the ablation was verified by using the maestro generator 4000, and the device was found within specifications. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the temperature seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the temperature issue could not be determined.

Event description:
It was reported that a blzr prime xp during ablation presented a rise in temperature which stopped the ablation immediately. To solve the issue the catheter was replaced. No more information provided about procedure outcome or patient complications. The device was returned and received for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer prime xp temperature ablation catheter during ablation presented a rise in temperature which stopped the ablation immediately. To solve the issue the catheter was replaced. No more information provided about procedure outcome, patient complications or device return status.